Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pocket stimulation at the rate of the pacer. Atrial noise events were also noted. Lead revision was discussed. The patient was stable.